Manufacturer narrative:
Investigation is pending.

Event description:
The customer alleged a variance between the inratio inr result and an alternate point of care (poc) inr result. Reports that this issue has happened in the past; however, customer is unable to provide dates, results, lot numbers or patient information. The customer was only able to provide the following information one (1) patient. Results are as follows: date: (B)(6) 2016, inratio inr: 1.5, poc inr: 2.0. The therapeutic range and the time between testing was unknown. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 371283a was performed and the product expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Correction: the alleged variance was between the inratio inr result of 1.5 and the laboratory inr result of 2.0 and not a point of care (poc) inr result.